Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level of 250 mg/dl and ketoacidosis. Customer reported that she was dizzy, nauseous, had blurred vision and a fever. The customer was wearing the insulin pump at the time of this incident. Troubleshooting was not performed at the time of the call. The insulin pump was not replaced or returned for analysis.